Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 3000 ohms and was subsequently explanted and replaced. This lead has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.